Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with blood glucose rising to 235 mg/dl and remaining above target for approximately three hours after a declared meal; the user reported a possible infusion set issue due to an insulin odor and declined to replace the teflon set, then planned to transition to backup therapy. Symptoms included elevated blood glucose without acute clinical sequelae and the presence of ketones. Outcomes included temporary interference with glycemic control and user-initiated discontinuation of therapy. Investigation included customer interview, device-use history review, and troubleshooting and education regarding infusion set replacement and ilet learning behavior. Investigation of this case revealed no confirmed device malfunction and a potential infusion site or set integrity issue consistent with a suspected leak. It was concluded that the event involved hyperglycemia with an unclear cause, with user factors and possible infusion set compromise contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.